Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were several pump reboots observed in the black box history. The returned battery cap had stripped threads and was unable to maintain an electrical connection; the complaint was duplicated. The battery compartment was cracked. A test battery cap was used to complete the investigation. There was moisture corrosion observed inside the battery compartment and the pump failed the leak test. The pump cover was removed and there was moisture observed internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that there was moisture corrosion inside the battery compartment and the compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.